Manufacturer narrative:
(B)(4), events meeting the definition of a serious injury are required to be reported. Therefore, because of the possibility that the separated piece will need to be removed surgically, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a zekrya bur separated during a tooth extraction operation; as of this MDR evaluation, the separated piece remains inside the oral cavity of the patient.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. The doctor was able to retrieve the broken piece without any injury to the patient.